Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1bdz9, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #:(B)(4), ubd: 10-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The caller reported that the patient told her that she felt like there was a wire sticking out 'from her bottom' and it was irritating because it 'rubs on everything'. No further complications were reported or are anticipated

Manufacturer narrative:
Product ID 3889-28, lot# va1bdz9, implanted: (B)(6) 2017. Product type lead fdd - c53269 no longer apply. Following additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) reported that the patient was seen in the clinic same day and the provider saw patient and determined the irritant was an ingrown hair.